Event description:
Two consecutive blood glucose tests were performed, on the suspect device, using the same patient sample (unknown if venous or capillary sample), with results of 104 and 48 mg/dl. No patient injury was reported. According to reporter, quality control tests had been performed on the system, and had tested within the acceptable range. Reporter indicated that the suspect device was removed from service. Technical support requested the return of the suspect product and replacement product was shipped.